Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: this event was originally reported under MFR # 2916596-2018-00380. A direct correlation between left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that, in the place of a previous gi bleed, the patient received 2 units of packed red blood cells (prbcs) because their hematocrit (hct) level was 20% prior to the blood transfusion. The patient's hct level improved to 26.2% on (B)(6) 2018 after the transfusion. A lab case report form (crf) was completed. Upon log file review, the pump values and parameters are all within normal values and no unusual events noted. The pump is performing as intended. On (B)(6) 2018, the patient's hemoglobin (hgb) level was 4.4 g/dl and hct was 13.2% at outlying hospital, where they were given 2 units of prbcs then transferred to site for further monitoring and planned endoscopy to assess the internal location of bleeding. A colonoscopy report from (B)(6) 2018 showed multiple non-bleeding ulcers with no stigmata of bleeding were found. However, these could potentially be a source of gi blood loss with supratherapeutic international normalised ratio (inr).